Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient was not able to enter MRI mode due to high impedances. Surgical intervention was undertaken wherein the right extension was explanted and replaced which resolved the issue. Therapy was restored post-op.